Manufacturer narrative:
The tech indicated that the risk mgr would not release any info regarding the incident. The tech inspected the bed and found the positioning and out-of-bed ppm modes would set and alarm, but the exiting would not set. Repairs have not been completed.

Event description:
Alleged a pt has fallen and was injured. He said that the bed was in post critical room. He was calling to get info on the operation of the pt positioning monitor.